Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was unknown at time of incident. Troubleshooting was performed. Customer reports they were unable to clear the alarm(s). Customer also states they are not able to rewind the pump. The customer was advised that the insulin pump requires replacement and to discontinue use of the insulin pump. The customer was also advised to revert to the back-up- plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a broken force sensor was detected during seating or regular delivery alarm and critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.